Manufacturer narrative:
Confirmed customer¿s complaint that the device reboots / powers off on its own. Verified complaint through review of the event alarm logs. Device alarmed several times with the following error alarm codes. N56, n58, n252, and e437. N56, n58, and n252 were all present before the e437, signifying that the device was running on dc power when the device experienced battery related alarms. When the battery was finally depleted the device powered off on its own. When the device was powered back on the device alarmed with e437, signifying that the device powered off incorrectly causing a software error telling the customer that there was an issue with the device. Replaced the battery and pressed change battery softkey. Device no longer alarms with n56, n58, n252, or e437. Probable cause for customer¿s complaint of the device rebooting / powering off on its own, n56, n58, n252, and e437 is defective csb battery. Plugged the device into ac power, device gets ac power and the ac led light illuminates. Ran the device on ac power with no battery installed. Device does not experience any power loss during infusion while being ran on ac power. Could not confirm customer¿s complaint that the device did not audibly alarm before powering off. Review of the event alarm logs shows that the device alarmed several times prior to the reported issue for n56 replace battery. Device also alarmed with n58 and n252 prior to the reported issue. Device passed the alarm loudness pvt test. Device alarm is functioning per design. Probable cause for customer reported issue of the device not alarming prior to shutting down was not found. Device passed self-test with no error alarms.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 device where it was reported that the device continued rebooting and shut off during infusion without alarm. Per the customer the reported issue was not related to physical damage. There was a patient involvement, no harm and no delay in therapy.